Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacemaker had an anomaly. The patient reported of feeling symptoms of passing out. Several attempts to obtain additional information were unsuccessful. To date, the pacemaker remains in service. No adverse patient effects were reported.